Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977a260 serial# (B)(4) implanted: (B)(6) 2017 product type lead product ID 977a260 serial# (B)(4) implanted: (B)(6) 2017 product type lead product ID 97792 lot# n646096 implanted: (B)(6) 2017 product type accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient had a wound healing issue with the spinal incision where the leads were anchored. It was unknown if external or environmental factors contributed to the issue. Diagnostics and troubleshooting done included antibiotics and consulting with wound care and the explant of the system was recommended. No interventions had been taken at the time of the report and the issue was not resolved at the time of the report. A surgical intervention was planned and scheduled for (B)(6) 2017. The indications for use were spinal pain and failed back surgery syndrome. No device issues reported.

Manufacturer narrative:
Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017. The main component of the system and other applicable components are: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead . Product ID: 97792, lot# n646096, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the leads were removed on (B)(6) 2017 due to the infection. Both channels of the battery were plugged in an attempt to continue to use the battery at a later date. On (B)(6) 2017, the battery was also removed. No further complications were anticipated.